Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high compared to her feeling/ normal result(s). The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that on (B)(6) 2011 at 8:43pm she obtained a blood glucose result of "380mg/dl" with the subject meter. The patient manages her diabetes with an insulin pump. According to the csr's documentation, at the same time after the alleged issue occurred the patient administered an increase dose of 5.3 units of humalog insulin (in response to the reported reading) and subsequently four hours later, the patient reportedly developed symptoms of sweating and confusion. The patient, however, denied receiving any form of medical intervention/treatment after the alleged issue occurred. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement (mg/dl). Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.